Event description:
It was reported that a stylet was unable to be inserted into the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. The rv lead was inspected and the screw thread was observed to be damaged.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of unable to insert the stylet was confirmed. The cause of the inability to insert the stylet was due to blood found clogged in the inner coil. The reported event of the screw thread was damaged was not confirmed. A visual inspection of the helix revealed no anomalies. The reported event of plastic structure in the lead was confirmed. The cause of plastic structure in the lead was due to steroid plug shifted towards the end of the helix. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspection of the lead revealed no anomalies except for procedural damage.